Event description:
The product was implanted in a neonate on 6/3/98. On 6/8/98, x-ray showed that the snap was disconnected. The snap shunt had been firmly affixed according to mpsm instruction. The disconnection was attributed to a lateral force imposed from abdomen, as the tube and valve were unable to be fixed to a dura due to the pt being a neonate. Shunt was revised on 7/17/98. Delay in revision was due to the pt cold and fever, which lasted almost one month.